Manufacturer narrative:
Additional information provided in h.6 and h.11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report of cutting failures; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the reported lot. One non-conformance was identified related to the inner cutter rotational orientation. This related non-conformance could have potentially contributed to the reported event. Four photos attached to the complaint were reviewed by the investigation site. Two of the photos show a pak label for the same product and lot number, and one of these matches the reported lot. The other two photos show a document describing the reported issue. The reported issue is not confirmed. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigation or manufacturing actions are not warranted at this time. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues and a non-conformance record was completed for the related record on the nonconformance report. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products are reviewed monthly to monitor adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trends and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that cutting was not working at an unknown timing. The surgery details and patient impact were not reported. Additional information received that cutting was not working during the surgery. The surgery was completed after replacing the product with another probe. The procedure type was unknown. There was no patient impact.